Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. Other device used: catalog #00594604010, nexgen lps mobile articular surface, lot #60959749. X-rays provided were sent to an independent surgeon for review. The surgeon's measurement of the posterior tibial slope of the prosthesis was 11-degrees. Per the surgical technique, the proximal tibial reference should be observed to check the 7-degree posterior slope and rotation. A 7-degree slope represents an average as patient anatomy may vary. The use of posterior tibial slope greater than 7-degrees increases potential for the intercondylar notch of the femur to contact the anterior face of the articular surface as the femur reaches full extension, transferring load from the intended bearing surfaces to the anterior face of the spine and anterior lip. This loading can cause excessive stress on the articular surface spine which can cause deformation and/or fracture in some instances. The same loading can also cause wear and/or plastic deformation of the anterior condyles of the articular surface which would present as "thinning" when measured. A 3-d cmm image in a report provided by (B)(6) clearly shows anterior spine damage and anterior condylar deformation and wear. The damage pattern observed is consistent with the damage pattern anticipated by the loading scenario. The .6mm of wear noted could be a combination of poly wear and polyethylene deformation. A complaint search based on the product and lot number combination for the articular surface and tibial component found no other reports of this nature. Based on investigation findings and information provided, the likely cause of failure was determined to be related to the observed 11-degree tibial posterior slope.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken articular surface post.